Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("sharp abdominal pain") in an adult female patient who had essure (batch no. 808913) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included hydrocodone, ibuprofen and megestrol. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("severe cramping"), urinary tract infection ("several urinary tract infections"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and pelvic pain ("pelvic pain"). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the abdominal pain, abdominal pain lower and urinary tract infection was resolving and the vaginal haemorrhage, menorrhagia and pelvic pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, menorrhagia, pelvic pain, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: since her removal surgery, almost all of her symptoms have resolved, though some remain. Most recent follow-up information incorporated above includes: on 4-sep-2018: pfs received. Following events were added: abnormal bleeding (vaginal), abnormal bleeding (menorrhagia) and pelvic pain. Lot number added. Concomitant drugs were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("sharp abdominal pain") and genital haemorrhage ("abnormal bleeding (general)") in a 30-year-old female patient who had essure (batch no. 808913) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight. Concomitant products included hydrocodone, ibuprofen and megestrol. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced cystitis ("bladder infections"), vaginal discharge ("vaginal discharge") and dyspareunia ("dyspareunia(painful sexual intercourse)") and was found to have weight increased ("weight gain"), 16 days after insertion of essure. On (B)(6) 2015, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and pelvic pain ("pelvic pain"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("severe cramping"), urinary tract infection ("several urinary tract infections"), mood swings ("hormonal changes describe: mood swings"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)"), vision blurred ("blurry vision"), irritability ("irritability"), erythema ("rashes or skin conditions type: stomach area would get red and itchy") and rash pruritic ("itchy rash"). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the abdominal pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, pelvic pain, mood swings, vision blurred and irritability had resolved, the abdominal pain lower and urinary tract infection was resolving and the cystitis, migraine, headache, nausea, allergy to metals, dysmenorrhoea, vaginal discharge, weight increased, dyspareunia, erythema and rash pruritic outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, cystitis, dysmenorrhoea, dyspareunia, erythema, genital haemorrhage, headache, irritability, menorrhagia, migraine, mood swings, nausea, pelvic pain, rash pruritic, urinary tract infection, vaginal discharge, vaginal haemorrhage, vision blurred and weight increased to be related to essure. The reporter commented: since her removal surgery, almost all of her symptoms have resolved, though some remain. Current weight 176lbs. Approximate weight at the time of essure placement 124 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.1 kg/sqm. Hysterosalpingogram - in 2011: result: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-nov-2018: pfs received with her demographic details updated. Following events were added: hormonal changes describe: mood swings, abnormal bleeding (general), bladder infections, migraines, headaches, nausea, nickel allergy, dysmenorrhea (cramping), vaginal discharge, weight gain, rashes or skin conditions type: stomach area would get red and itchy and itchy rash. Event outcome added for pelvic pain, blurry vision, hormonal changes describe: mood swings, irritability, abnormal bleeding (vaginal), abnormal bleeding (menorrhagia) and abnormal bleeding (general). Event outcome updated: sharp abdominal pain. Lab data added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("sharp abdominal pain") in an adult female patient who had essure (batch no. 808913) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included hydrocodone, ibuprofen and megestrol. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("severe cramping"), urinary tract infection ("several urinary tract infections"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and pelvic pain ("pelvic pain"). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the abdominal pain, abdominal pain lower and urinary tract infection was resolving and the vaginal haemorrhage, menorrhagia and pelvic pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, menorrhagia, pelvic pain, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: since her removal surgery, almost all of her symptoms have resolved, though some remain quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2018: quality safety evaluation of ptc incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('sharp abdominal pain') in a 30-year-old female patient who had essure (batch no. 808913) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight. Concomitant products included hydrocodone, ibuprofen and megestrol. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced cystitis ("bladder infections"), vaginal discharge ("vaginal discharge") and dyspareunia ("dyspareunia(painful sexual intercourse)") and was found to have weight increased ("weight gain"), 16 days after insertion of essure. On (B)(6) 2015, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and pelvic pain ("pelvic pain"). On an unknown date, the patient experienced genital haemorrhage ("abnormal bleeding (general)"), abdominal pain lower ("severe cramping"), urinary tract infection ("several urinary tract infections"), mood swings ("hormonal changes describe: mood swings"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)"), vision blurred ("blurry vision"), irritability ("irritability"), erythema ("rashes or skin conditions type: stomach area would get red and itchy"), rash pruritic ("itchy rash") and breast tenderness ("tender breast"). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the abdominal pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, pelvic pain, mood swings, vision blurred and irritability had resolved, the abdominal pain lower and urinary tract infection was resolving, the cystitis, migraine, headache, nausea, allergy to metals, dysmenorrhoea, vaginal discharge, weight increased, dyspareunia, erythema and rash pruritic outcome was unknown and the breast tenderness had not resolved. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, breast tenderness, cystitis, dysmenorrhoea, dyspareunia, erythema, genital haemorrhage, headache, irritability, menorrhagia, migraine, mood swings, nausea, pelvic pain, rash pruritic, urinary tract infection, vaginal discharge, vaginal haemorrhage, vision blurred and weight increased to be related to essure. The reporter commented: since her removal surgery, almost all of her symptoms have resolved, though some remain. Current weight 176lbs. Approximate weight at the time of essure placement 124 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.1 kg/sqm. Hysterosalpingogram - in 2011: result: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received. Event tender breast was added. Event of genital haemorrhage downgraded to non-serious. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('sharp abdominal pain') in a 30-year-old female patient who had essure (batch no. 808913) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight. Concomitant products included hydrocodone, ibuprofen and megestrol. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced cystitis ("bladder infections"), vaginal discharge ("vaginal discharge") and dyspareunia ("dyspareunia(painful sexual intercourse)") and was found to have weight increased ("weight gain"), 16 days after insertion of essure. On (B)(6) 2015, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and pelvic pain ("pelvic pain"). On an unknown date, the patient experienced genital haemorrhage ("abnormal bleeding (general)"), abdominal pain lower ("severe cramping"), urinary tract infection ("several urinary tract infections"), mood swings ("hormonal changes describe: mood swings"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)"), vision blurred ("blurry vision"), irritability ("irritability"), erythema ("rashes or skin conditions type: stomach area would get red and itchy"), rash pruritic ("itchy rash") and breast tenderness ("tender breast"). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the abdominal pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, pelvic pain, mood swings, vision blurred and irritability had resolved, the abdominal pain lower and urinary tract infection was resolving, the cystitis, migraine, headache, nausea, allergy to metals, dysmenorrhoea, vaginal discharge, weight increased, dyspareunia, erythema and rash pruritic outcome was unknown and the breast tenderness had not resolved. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, breast tenderness, cystitis, dysmenorrhoea, dyspareunia, erythema, genital haemorrhage, headache, irritability, menorrhagia, migraine, mood swings, nausea, pelvic pain, rash pruritic, urinary tract infection, vaginal discharge, vaginal haemorrhage, vision blurred and weight increased to be related to essure. The reporter commented: since her removal surgery, almost all of her symptoms have resolved, though some remain. Current weight 176lbs. Approximate weight at the time of essure placement 124 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.1 kg/sqm. Hysterosalpingogram - in 2011: result: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-apr-2020: quality safety evaluation of ptc. Awe received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("sharp abdominal pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("severe cramping") and urinary tract infection ("several urinary tract infections"). The patient was treated with surgery (removal surgery/ total laparoscopic hysterectomy). Essure was removed on (B)(6) 2015. At the time of the report, the abdominal pain, abdominal pain lower and urinary tract infection was resolving. The reporter considered abdominal pain, abdominal pain lower and urinary tract infection to be related to essure. The reporter commented: since her removal surgery, almost all of her symptoms have resolved, though some remain. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.